Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted broken occluder legs beneath the twist clamp. A broken occluder would result in fluid flow with the clamp closed. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. It was further described as "after having the protractor closed while removing the stopper, the liquid comes out of the peritoneal cavity which is causing trouble it does not close". This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patent injury or medical intervention associated with this event. No additional information is available.